Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample is not available for return. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that approximately seven years post filter implant, it was identified that two ivc limbs had detached from the ivc filter. One filter reportedly was in the patient's lung and the second was in the liver. The ivc filter and the detached components were retrieved without incident. The patient is reported to be asymptomatic.